Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is cracked at the ring connection. The customer's blood glucose reading was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
Findings: unable to perform displacement test due to missing retainer. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, missing reservoir tube o-ring and broken reservoir tube lip.